Event description:
The ultra stent was removed from the package and upon insertion of the device it was noted the stent was not present on the stent delivery system (sds). The stent was found on the stylet. This device was not used on the pt.